Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
The end user developed a skin rash in various spots under tape collar only. She sought treatment and was prescribed nystatin powder. She states the rash has subsided since use of prescription and changing wear time from 4 days to 3 days.